Event description:
At end of infusion, pump alarmed, but IV tubing had come apart. There was blood and fluid on the floor. Patient had been checked on approximately 5 minutes prior to pump alarming. He was 25 minutes into his 30 minute infusion. Unsure if patient got the last of his pembrolizumab, he also lost some blood as there was blood in the tubing and on the floor. Faulty filter IV tubing caused incident where it came apart.